Event description:
It was reported that there was a stored untreated episode in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. During review reduction in the s-ICD battery remaining was noted. It had decreased from 46 percent remaining to 16 percent remaining in less than one month timeframe. Request for engineering and boston scientific technical services (ts) to review both the noise and concern over premature battery depletion was made. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that upon ts review the current sensing has been in use for several years with a good performance and appears to be the best programming option. Noise has been demonstrated however, has not led to any inappropriate charges. Ts suggested further troubleshooting at the patient's next scheduled follow-up to continue to assess the sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that there continued to be additional episodes stored due to oversensing of noise. Technical services (ts) was consulted and upon review noted that over the last six months there have been near 20 thousand saturated signals where the signal hits the ceiling and or floor rails. Ts suggested obtaining an x-ray and doing additional troubleshooting. The patient was brought in for testing and the noise was able to be replicated when the patient moved their arms behind them and also when rubbing along the sternal incision towards the can. The field representative reviewed the notes from when the device was explanted around two years ago (see 14186495) and noted the physician indicated that the electrode showed insulation damage but at that time assessed that it was within reason to leave it in place and in service. It was thought that the noise was related to the insulation issues with the lead. It was noted that the patient would see a consultant to determine a plan and determine next steps. The electrode remains in service to date. Additional information was received that the electrode was explanted due to the noise and concern over insulation issues. The s-ICD was also electively explanted at that time, as the patient was changed out to a transvenous system. No additional adverse effects were reported. It was noted that the products are not expected to be returned for analysis, as they were believed to be discarded by the facility. Additional information was received that the electrode was not explanted, but surgically abandoned in the patient.

Manufacturer narrative:
It was noted that the products are not expected to be returned for analysis, as they were believed to be discarded by the facility. New information was provided to that the electrode was surgically abandoned, thus will not be returned.

Event description:
It was reported that there was a stored untreated episode in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. During review reduction in the s-ICD battery remaining was noted. It had decreased from 46 percent remaining to 16 percent remaining in less than one month timeframe. Request for engineering and boston scientific technical services (ts) to review both the noise and concern over premature battery depletion was made. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that upon ts review the current sensing has been in use for several years with a good performance and appears to be the best programming option. Noise has been demonstrated however, has not led to any inappropriate charges. Ts suggested further troubleshooting at the patient's next scheduled follow-up to continue to assess the sensing vectors. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that there continued to be additional episodes stored due to oversensing of noise. Technical services (ts) was consulted and upon review noted that over the last six months there have been near 20 thousand saturated signals where the signal hits the ceiling and or floor rails. Ts suggested obtaining an x-ray and doing additional troubleshooting. The patient was brought in for testing and the noise was able to be replicated when the patient moved their arms behind them and also when rubbing along the sternal incision towards the can. The field representative reviewed the notes from when the device was explanted around two years ago (see 14186495) and noted the physician indicated that the electrode showed insulation damage but at that time assessed that it was within reason to leave it in place and in service. It was thought that the noise was related to the insulation issues with the lead. It was noted that the patient would see a consultant to determine a plan and determine next steps. The electrode remains in service to date. Additional information was received that the electrode was explanted due to the noise and concern over insulation issues. The s-ICD was also electively explanted at that time, as the patient was changed out to a transvenous system. No additional adverse effects were reported. It was noted that the products are not expected to be returned for analysis, as they were believed to be discarded by the facility.

Manufacturer narrative:
It was noted that the products are not expected to be returned for analysis, as they were believed to be discarded by the facility.